Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The bolus wizard functioned properly per bolus wizard samples that were programed. No bolus anomaly was noted during testing. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The button event file was overwritten, and was unable to verify if bolus were manually entered by customer.

Event description:
It was reported that the customer's insulin pump had a bolus anomaly. He changed the infusion site and filled the cannula, but an alarm kept saying to finish loading. The customer ended with a low blood glucose level. His most recent blood glucose level was 308 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.